Event description:
The customer was hospitalized for dka. It was indicated that an error alarm occurred a day before the event and the doctor did not state the cause the event. It was reported tht the customer's pump had been reprogrammed prior to calling the helpline and the educator stated the pump's settings had been cleared due to an error alarm. The pump had passed the leadscrew and self tests.